Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr replaced the broken fuse in the battery unit. The fsr performed preventative maintenance (pm) and release test. The unit operated to MFR spec and was returned to clinical use. The suspect fuse was returned to the MFR for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, he found the fuse holder open and fuse was smashed. Since the event occurred during preventative maintenance, there was no pt involvement.